Manufacturer narrative:
Device received for this event is being corrected from ank c/x impl a9.5/d3.5/l9.5 catalog # 17-0543 to ank impl a9,5 d3,5 mm/l9,5 mm catalog # 31010208. This is a follow up report for this corrected information. Correcting UDI # from ni to na. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.